Manufacturer narrative:
The device was received; however, the engineering report is not yet available. The product analysis will be provided within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. (B)(4).

Manufacturer narrative:
Additional information was received: it is unknown where the withdrawal difficulty was experienced. There were no damages or kinks noted to the device prior to use. The device was prepped normally with no anomalies noted. The contrast media was unknown, and the ratio was 50:50. The indeflator (everest) was successfully used with other devices. There was no resistance experienced as the palmaz was inserted into the patient and advanced to and across the lesion. The balloon inflated/ deflated normally and rewrapped properly. The stent was properly apposed the stent to the vessel wall. The catheter was not ever in an acute bend and did not kink during use. It is unknown if the balloon stuck to the stent. The balloon was completely deflated prior to attempting removal. It was reported that the device was separated into 3 pieces inadvertently during removal and it was also reported that it was cut into the 3 pieces in order to remove the device. It is unknown how the device was received in 3 pieces. The current status of the patient is unknown. The account information is (B)(6) hospital. Complaint conclusion: the amiia balloon catheter (bc) of a palmaz genesis could not be removed from the patient. After additional interventions, the balloon was finally removed as a unit. The procedure was successfully finished with no reported patient injury. The patient's information was unknown. The intended procedure was a percutaneous transluminal angioplasty (pta) of a target lesion located in the right renal artery. The lesion was mildly calcified and moderately tortuous. The rate of stenosis was 90%. Approach was made from the left renal artery. After stent placement of the palmaz genesis on amiia, the physician attempted to remove the balloon catheter. However, he couldn't withdraw the balloon catheter. The balloon was inflated and deflated repeatedly, but it wouldn't be removed. Therefore, the physician removed the wire and cut the hub, and covered the balloon with dio but it could not be removed. Finally it was removed with the system as a unit. The procedure was finished successfully. There was no reported patient injury. It is unknown why the withdrawal difficulty was experienced. There were no damages or kinks noted to the device prior to use. The device was prepped normally with no anomalies noted. The contrast media was unknown, and the ratio was 50:50. The indeflator (everest) was successfully used with other devices. There was no resistance experienced as the palmaz was inserted into the patient and advanced to and across the lesion. The balloon inflated/ deflated normally and rewrapped properly. The stent was properly apposed to the vessel wall. The catheter was not ever in an acute bend and did not kink during use. It is unknown if the balloon stuck to the stent. The balloon was completely deflated prior to attempting removal. It was reported that the device was separated into 3 pieces inadvertently during removal and it was also reported that it was cut into the 3 pieces in order to remove the device. It is unknown how the device was received in 3 pieces. The current status of the patient is unknown. The product was returned for analysis. A non-sterile sds rx genesis amiia 6.0x18mm 142cm bc was returned. The unit was received entangled and cut/ separated in three pieces. Per visual analysis, the hub of the unit was received cut/ separated at approximately one centimeter below the strain relief and another piece of unit was received cut/separated from the body shaft of catheter at approximately 22 cm from proximal end. The balloon catheter seems to have been previously inflated and partially deflated. Dry blood residues were observed on the balloon. Several kinks were found on the body shaft of catheter at 74.0 cm, at 134.0 cm, at 135.0 cm and at 137.0 cm from the strain relief. A functional analysis to pass the unit through an introducer sheath could not be performed due to the condition of the unit as received. A device history record (DHR) review of lot 17069029 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿endovascular sds/stents-stent delivery system (sds)- withdrawal difficulty¿ was not confirmed by analysis due to the condition of the returned device. Functional analysis could not be performed. The exact cause of the reported event could not be confirmed. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the balloon catheter of a palmaz genesis could not be removed from the patient. After additional interventions, the balloon was finally removed as a unit. The procedure was successfully finished with no reported patient injury. The patient's information was unknown. The intended procedure was a pta of a target lesion located in the right renal artery. The lesion was mildly calcified and moderately tortuous. The rate of stenosis was 90%. Approach was made from the left renal artery. After stent placement of the palmaz genesis on amiia, the physician attempted to remove the balloon catheter. However, he couldn't withdraw the balloon catheter. The balloon was inflated and deflated repeatedly, but it wouldn't be removed. Therefore, the physician removed the wire and cut the hub, and covered the balloon with dio but it could not be removed. Finally it was removed with the system as a unit. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis. The decontamination site noted the following with the receipt of the device: "device received in three pieces with unknown guidewire."